Event description:
It was reported, that the surgeon was locking the system with the torque wrench when it broke. The device would not lock the system and was replaced with another wrench. The broken pieces were retrieved from the pt. Additional surgery time was added.

Manufacturer narrative:
The device was not returned for analysis. Device manufactured to all applicable specifications. Additional information was requested. If additional information becomes available, a follow up report will be submitted.